Event description:
Falsely elevated enzymatic creatinine results were obtained on qc and patient samples. It is unknown if patient results were reported to the physician. The samples were repeated with a new reagent segment (well) and lower results were obtained. It is unknown if patient treatment was altered or prescribed as a result of the falsely elevated creatinine results. There was no report of adverse health consequences as a result of the falsely elevated creatinine results.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Has confirmed customer complaints of falsely elevated or depressed enzymatic creatinine (ecrea) results when ecrea is processed from wells of enzymatic creatinine (ecrea) flex reagent cartridges (product k1270) that run on the same instrument server as phosphorus (phos) flex reagent cartridges. The discrepant ecrea results are caused by a ezcr reagent interaction with the phos reagent if run on the same server of the vista 1500 instrument. An urgent field safety notice for the communication (B)(4) was issued in june 2010 to impacted customers. The communication provided remedial actions to vista 1500 customers to either avoid the reagent interactions. Customers using dimension ecrea k1270, were instructed to switch ecrea to server 2 and to switch phosphorus (phos) flex reagent cartridges to server 1. In addition, instructions were provided to check the server designation. Subsequently, an alternative phos reagent configuration k1270a was made available to customers which incorporated a change in the flex(r) formulation and associated software to correct the reagent interaction. In this instance, the customer switched back from ecrea k1270a to the older ecrea k1270 product without attending to separation of the method from phos reagent on the same server as. User error contributed to the issue by not reverting to the instructions of the field safety notice to physically separate ecrea k1270 from phos flex reagent cartridges to different servers.